Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that the system was not booting up. Upon troubleshooting, the rse stated that the software of the system needed to be reinstalled. The philips field service engineer (fse) visited system onsite and performed multiple restarts however, the issue persisted. To resolve the issue, the fse reinstalled the software on the suite pc, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.